Event description:
Complainant alleged that while monitoring the heart rhythm of a pt, the device completed a full sequence of analysis, prompted a "shock advised" message and then displayed a "replace batteries" message and shut off. The complainant was unable to report how long the device was powered on prior to the event. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.